Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: the packaging was found to be open on one side before attempting to remove the tyvek.

Event description:
It was reported that during a gastrectomy procedure, prior to use on the patient, the instrument packaging was opened on one side. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m54g3h. The analysis results found that the cdh25a device was returned without its package. In addition only a tyvek lid was returned in good visual conditions. The seal area of the tyvek was inspected and it was in good condition, no evidence of seal defects was noted. No conclusion could be reached as to what may have caused the reported incident. The reported event could not be confirmed as the device was returned out of its sterile package. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. A lot record was review and no anomalies were noted during the packaging process.